Event description:
It was reported that during a cardiac ablation procedure, a steam pop occurred on the cavotricuspid isthmus (cti). The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0012879471 and data files were returned and analyzed. The log file was returned from the field and reviewed using an analysis tool. Three images and six videos were returned from the field and reviewed. The three images showed the mapping of the heart. The first video showed the heart was mapped. The second video showed the initial start up. The third video was corrupted. The forth video showed the catheter was mapping the heart. The fifth video showed the catheter was ablating the heart. The sixth video showed that the catheter was not yet connected. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was connected to the final functional tester for impedance and thermocouple tests. Both tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. The uson tester was used on the catheter to check for flow, and the occlusion test passed successfully. In conclusion, the reported steam pop issue was not observed through data analysis or testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.